Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. D11: concomitant products= 18g needle (unknown manufacturer), cook 6 fr ansel sheath, 5 fr pigtail catheter (believed to be boston scientific); cook 0.035 uniglide wire. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 01jun2020. The anatomy was reportedly normal; however, resistance was encountered during retrieval of the filter. Reportedly, the vessel wall tissue had attached to the feet of the filter, making it difficult to retract the inner sheath.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d4, h4 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = medical assistant. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrieval of another manufacturer's inferior vena cava filter, the gunther tulip vena cava filter retrieval set's snare catheter elongated. The patient, who was reportedly in her sixties, had an extensive history of deep vein thrombosis and malignancy. During retrieval of the filter, which had been in place for one year, the physician felt what was thought to be the snare breaking after the filter was captured. The user advanced the outer sheath over the filter for retrieval. Once the system was removed from the patient, elongation of the snare catheter was noted. The filter was successfully retrieved with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during retrieval of another manufacturer's inferior vena cava filter, the gunther tulip vena cava filter retrieval set's snare catheter elongated. The patient, who was reportedly in her sixties, had an extensive history of deep vein thrombosis and malignancy. During retrieval of the filter, which had been in place for one year, the physician felt what was thought to be the snare breaking after the filter was captured. The user advanced the outer sheath over the filter for retrieval. Once the system was removed from the patient, elongation of the snare catheter was noted. The filter was successfully retrieved with the complaint device. The anatomy was reportedly normal; however, resistance was encountered during retrieval of the filter. Reportedly, the vessel wall tissue had attached to the feet of the filter, making it difficult to retract the inner sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control were conducted during the investigation. The complaint device was not returned to cook for investigation. Therefore, no physical examination could be conducted. A document-based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files were reviewed and showed that for the testing related to this failure, all test samples met the acceptance criteria. A review of the device history record was also conducted. No related non-conformances were found, and there have been no other reported complaints for this lot number. The information provided upon review of complaint file, device history record, complaint history, device master record, and design validation testing provide objective evidence to support that the device was manufactured to specification. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in the field. The product IFU states that the gtrs is designed for retrieval of implanted cook filters, namely gunther tulip and cook celect vena cava filters. The IFU states that the inner sheath in the coaxial retrieval system must be advanced over the filter to collapse it, and that the user must not retract the loop snare. Additionally, the IFU warns against use of excessive force when retrieving filter. Based on the information provided and the results of the investigation, cook has concluded that the cause for the reported event is most likely due to off-label use, because the gtrs was used for retrieval of a non-cook argon filter. Furthermore, it was reported that it was difficult to retract the filter. It is possible that excessive force contributed to the reported event when the user felt difficulty in retrieving the filter. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.